Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01jul2020 and investigation was conducted on 06jul2020. Signs of clinical use and evidence of blood was observed on the tool and jaws. Heavy charred tissue were observed on the harvesting tool jaws. The jaws on the hp2 tool was also observed to be damaged due to a bend in the shaft tip closest to the jaws. Based on the returned condition of the device, the reported failure ¿material twisted / bent; shaft" was confirmed. Related reports mfg report number. 2242352-2020-00618 - created to capture unrelated failure mode.

Event description:
Upon investigation it was observed that the vasoview hemopro 2 shaft was bent.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the jaws was observed to be bent. Additional complaint record has been created due to unrelated failure mode (s) tw ID # (B)(4).